Manufacturer narrative:
Concomitant medical products: product ID: 305c221 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes at times triggering device defined termination of at/af episodes still in progress. Possible low p waves were also noted. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.